Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to discontinue and return an ilet system and unopened supplies after experiencing frequent low blood glucose events, with lows documented in prior related cases; the device was no longer in use, and the user declined further training or troubleshooting. Symptoms included hypoglycemia. Outcomes included no alarms, no hospitalization, and no additional clinical interventions reported. Investigation included internal complaint intake, field team consultation for return authorization, and preparation for device retrieval. Investigation of this case revealed an unclear cause of hypoglycemia without evidence of device alarms or a specific component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.